Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had pump stops while on batteries. They were specifically noted when moving their torso, changing position from lying down to sitting, and walking. The patient was kept on batteries and there was no clinical problem. The patient had a chest x-ray and labs drawn. The patient had several driveline repairs.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported the patient had a pump exchange. The patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed breaches in the insulation of the black, brown, orange, and green wires which would have contributed to the reported pump stop events observed within the submitted and extracted log files. (B)(6) was returned assembled with the driveline cut approximately 1.5¿ from the pump housing. The remaining portion of driveline was returned in two segments which measured approximately 15¿ and 21.5¿. The apical sewing ring was not returned. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The outflow graft and the outflow graft bend relief were also not returned. The outlet elbow was returned attached to the pump. The driveline was wrapped in rescue tape approximately 0.5-21¿ from the controller connector. The rescue tape was removed and damage to the underlying silicone jacket was observed in multiple locations. The observed rescue tape and underlying silicone jacket damage is consistent with events reported under cs-168440. The driveline was tested for electrical continuity in the condition that it was received and failed due to an electrical connection between the metal braided shield and the black, brown, orange, and green wires. The layers were removed, and microscopic examination of the underlying wires revealed breaches in the insulation of the black, brown, orange, and green wires in an area approximately 9.5-11¿ from the pump housing. Although a specific cause could not conclusively be determined, the breaches appeared to be the result of abrasion from the metal braided shield as a result of repetitive flexing of the driveline. The remaining segments of all wires were submerged in a saline bath solution for high potential (hi-pot) testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If any of the exposed conductors made contact with the metal braided shield while operating on a grounded power source, a short-to-shield would have resulted, causing the pump stop events observed in the extracted log file while the patient was operating on the power module. If any of the exposed conductors from wires of different motor phases made contact with each other, or simultaneous contact with the metal braided shield, a phase-to-phase short would have resulted, causing the pump stop events observed in the submitted and extracted log files while the patient was operating on battery power. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) (document #(B)(4)), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 6 of the IFU, entitled "patient care and management", addresses how to care for the driveline. This section notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Section 7, entitled "alarms and troubleshooting", outlines all system controller alarms (including low speed, low flow, and pump off alarms) and the appropriate actions associated with them. The heartmate ii patient handbook, rev. C, is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 4, "living with the heartmate ii", contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.